Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that during the laser capsulorhexis procedure, a system error occurred prior to the primary incision, during the second arcuate cut. The error was cleared and the laser capsulotomy was completed. In the operating room, it was noted that the first arcuate incision was perforated. A suture was required to close the wound. The pt's uncorrected visual acuity was 20/15 at the one day post operative examination. Additional information has been requested.